Manufacturer narrative:
Evaluation summary it was caused due to the bending rubber worn out. In addition, we confirmed that the u/d knob broken, the ccd module cloudy (not clear view),and the lcb distal cover glass scratched; however, these are not related to the alleged complaint. Details of repair: replaced the u/d knob, bending rubber, ccd module, insertion flexible tube (ift), segment steel braid, lcb distal cover glass. This report is being filed as part of the pentax backlog management plan.

Event description:
Elongation of scope tip hifuku rubber. There was no abnormality in the leak check. This event occurred at the time of before use. There was no report of patient harm.